Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was not confirmed. Based on the information provided, and per vendor evaluation, not related problem was found.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6485 pump, was working intermittently. This was discovered during use in a procedure. No patient affect reported. There was no additional information provided.